Event description:
The user reported that during a fistulogram procedure the bug of the mini access kit detached from the body of the device. The user was manually injecting contrast with a syringe through a flow switch that had been attached to the mini access device. While injecting contrast and manipulating the assembly the device kinked and the hub detached. The user did not provide a lot number. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. Per the instructions for use the device is intended for percutaneous placement of a 0.035" or 0.038" guide wire into the vascular system. Merit is unable to determine the exact root cause of the reported failure without the suspect device. A follow-up report will be submitted if more information becomes available.